Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported, that it was reported that the c-mac blade light flickered during an intubation of an unwell complex trauma patient. And then the cmac device screen went black. Medical staff resorted to another airway plan to complete the intubation. Presumably a fault from the cmac blade. The customer will send both 8404bxc c-mac blade set 1 and c-mac monitor 8404hx to karl storz for assessment and repair. No negative impact in state of health reported. Cross reference case (B)(4).

Manufacturer narrative:
Correction is provided in section g3 to correct the date of evaluation in the second supplemental report. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed, and further defects (8404bxc: blade, plug and housing worn; adhesive points on camera head worn, cover discolored / 8404zxk: frontmodule damaged / worn, connection socket for side video input, damaged / worn, housing cover broken (assembly group), battery lifetime expired, picture flickers or fails, control board defective) were detected. The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. Based on the defects identified during the technical inspection, it is assumed that the cause of the described wear of the adhesive on the tip of the c-mac blade is normal wear and tear during use and the reprocessing process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and causes the light to flicker. Furthermore, the control board on the monitor is defective and the connection socket on the side video input may have caused the screen to flicker and fail. In addition, we would like to call your attention to chapter "3.2 correct handling and product testing" in the corresponding instructions for use (document#usb826_en_v1.2_IFU_ce-MDR) on page 8 and to chapter "5.2.1 visual inspection" and "5.2.2 functional test" on page 15/16. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).